Manufacturer narrative:
Event: updated. (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.0mm x 12mm quantum maverick was advanced for treatment. However, it was noted that the device delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was mildly stenosed and was located in the moderately tortuous and mildly calcified left anterior descending artery. The shaft was fractured about 15 cm from the hub and the device was completely removed from the patient's body without any intervention.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.0mm x 12mm quantum maverick was advanced for treatment. However, it was noted that the device delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.